Event description:
Revision occurred approximately 3 weeks after the primary fx surgery, which occurred on (B)(6) 2025. The fx primary was a revision of a competitor, which was implanted at an unknown date. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 32 mm + 3 humeral stability cup was explanted and replaced with a 32 mm + 9 stability humeral cup.

Manufacturer narrative:
Revision occurred 3 weeks after the primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.